Manufacturer narrative:
Related manufacturer report number MFR # 2916596-2021-07305. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a reported chronic mycobacterium abscessus and serratia driveline infection that the patient initially presented with in (B)(6) 2019 with the initial diagnosis of mycobacterium abscessus.

Event description:
The patient had been experiencing symptoms of weight loss, anorexia, failure to thrive, severe malnutrition, pancytopenia, pneumonia, abdominal wall cellulitis, and fevers. The patient was placed on a feeding tube. The patient was treated with cefepime and a vancomycin IV for a secondary serratia infection. The patient would continue to be treated with clofazimine for m abscessus.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.